Event description:
A customer reported error message "3057 substrate temperature control abnormal¿ on the aia-2000 analyzer. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for alpha-fetoprotein (afp). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineer (fse) conducted a site visit and was able to confirm the problem by reviewing the error log and found several temperatures out of specification. Fse reset all analog/temperature board connections and performed a version up. Fse also reinstalled computer software to solve bf probes malfunction issues. Fse validated the analyzer by performing quality control (qc) and results were within range. The aia-2000 analyzer is functioning as expected. No further action required by field service. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(6). There were no similar complaints identified during the search period. The aia-2000 operators manual under appendix 4: error messages state the following: [3057] substrate temperature control abnormal cause : disconnection of the substrate temperature sensor was detected. The current measurement will be flagged (io flag) and new measurements will be suspended. Solution : reset the main power. Contact tosoh service center or local representatives. The most probable cause of the reported event was due to loose connections on the analog/temperature board.